Event description:
The customer reported the changing module was failing. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the changing module was failing. No pt involvement was reported. The customer evaluated the device and identified the charging module failure. Multiple attempts to contact the customer were made to specify the symptom. As of (B)(6) 2013, the customer has not called back regarding this device. The device remains at the customer site. Based on the customer's report, we are considering this a malfunction of the ac power module.